Event description:
End user alleges they were driving unit down a sloped driveway at their home when they stated their hand slipped off the joystick control and the unit stopped. The end user alleges they fell out sustaining a broken left knee, thigh bone and hip.